Manufacturer narrative:
(B)(4). Foreign - the reporting source is foreign as the event occurred in (B)(6). Unique identifier (UDI) number - unavailable as the lot number has not been provided. There were multiple reports submitted for this event. The associated MFR report number references are: 3002806535-2019-00179; 3002806535-2019-00180. An investigation is in progress for this event. Upon completion a follow up report will be submitted.

Event description:
Revision due to infection.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Right hip revision due to deep infection.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hip revision due to deep infection.